Event description:
Same case as: 2134265-2008-01816, 2134265-2008-01817, 2134265-2008-01818, 2134265-2008-01819, 2134265-2008-01821. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, severe neuropathy in hands and arms, profound fatigue, hair loss and gi disturbances occurred. The pt had three taxus express2 drug eluting stents implanted (sizes and lesion location are unk). Two years and three months post the initial procedure, three additional taxus express2 drug eluting stents implanted (sizes and lesion location are unk). The pt has experienced numerous conditions since having the stents implanted, including "severe neuropathy in hands and arms, profound fatigue, hair loss and gi disturbances." Add'l info was requested from the physician, but not provided.

Manufacturer narrative:
Implanted in 2005 and 2007. Igt is unclear which stents were placed during each of the procedures. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.